Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead was unable to advance in the catheter. The left ventricular lead was removed and replaced. No patient consequences were noted.

Manufacturer narrative:
The reported event of failure to advance the lead in catheter was not confirmed. Final analysis found a complete lead was returned in one piece. Visual examination, short test, continuity test, s-curve evaluation, and insertion test with an inner catheter was normal with no anomalies found.